Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lower case was peeling, the hanger assembly, screw ring and hanger o-ring were missing, the output connector assembly wire was stripped too far back, the display wires were pinched and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions related to the corrective field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.